Event description:
The customer reported that the jaws of the device would no longer open while on the fallopian tube during an ectopic pregnancy procedure. The tissue adjacent to the jaws was resected and the device was removed. There was no patient injury and a second device of the same type was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.